Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer also reported that there was an air bubble in the reservoir that she could not get out. Blood glucose level at the time of the incident was 438 mg/dl. The insulin pump was not replaced or returned for analysis.